Manufacturer narrative:
Device has been received. Investigation is not complete.

Event description:
The customer alleged that a patient coded after a plum a+ device allegedly turned off, when the patient's bed was moved during an iop, at which time the pump was accidentally disconnected from ac power during a norepinephrine infusion. It was reported that after the device turned off, the device was then turned down and the patient responded to treatment. The customer reported that the patient was experiencing low blood pressure the morning of the event and an unspecified device was obtained for treatment. In the afternoon a code blue was called, and a norepinephrine infusion was started. It was also reported that the patient was critically ill before and during the event, and had coded once prior to the event. The patient passed away due to cardiac arrest. The customer reported that this event contributed to the patient¿s death, but did not cause it. There was no autopsy performed. It was reported that during testing at the user facility the pump worked with battery power but after a while it showed the battery was discharged and there were no audible alarms reported. The customer did not report any previous alarms upon review of the alarm history.

Manufacturer narrative:
Testing and investigation downloaded the device history and noted on (B)(6) 2016 the device was working with ac mode and battery mode. From 1425 to 1508, the device was working in battery mode, and during this time interval there were no battery alarms or low battery alerts. At 1508 the infusion was stopped and the device was manually powered down. A low battery alarm was noted to have occurred on (B)(6) 2016, a day after the reported event date. During testing on battery mode, the device showed visual and audible alarms once the battery started to lose power and prior to turning itself off once the battery was depleted. This was the only time the infusion was stopped during testing. The device was able to infuse 125 ml/hour for 7 hours and 08 minutes on battery mode, while a new and fully charged battery could work for 6 hours at a rate of 125ml/hour on battery mode. The investigation determined that the device and the battery worked properly. Testing and investigation did not confirm the customer complaint. A probable cause for this complaint was not determined; however the review of the device history indicated that the device was turned off manually. (B)(4).

Event description:
Subsequent to the initial medwatch report submission, the customer provided the following information. The customer contact reported that on (B)(6) at 1130 the patient required an urgent response, a central line was placed and the patient was intubated. The same pump in the reported event was used in this urgent response for an unknown therapy. It was reported at 1345 norepinephrine infusion was initiated to help stabilize the patient. At 1400 the first code blue occurred, and it was alleged the device was found to be powered off and unplugged. The pump was plugged in, turned on and therapy was titrated by the intensivist to 10cc/hour to stabilize the blood pressure, and the customer contact reported the patient was stabilized after this was performed. At 1517 another code blue was reported to occur. It was reported the patient expired at 1845 on (B)(6) 2016. A physician determined the cause of death to be cardiopulmonary arrest, extreme bradycardia, pulselessness, hypotension, severe metabolic acidosis and dilated pupils (5mm).